Event description:
It was reported in a letter that in the past twelve months a neonatal intubating stylet was used with an endotracheal tube of internal diameter 2.5 mm, and that after withdrawal of the stylet, the plastic sheathing had shorn off. A length of plastic sheathing remained within the endotracheal tube and caused difficulties with ventilation. The problem was not identified until the baby was extubated in preparation for a reintubation at 30 minutes post initial intubation.

Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. There is no traceable lot # to accurately identify the product, however, remedial action was initiated to address this issue.